Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was ¿55 mg/dl, and the blood glucose value was 150 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 95 mg/dl. The sensor glucose value that triggered the suspend on low/suspended before the low event, and the low limit in sensor settings was also 50 mg/dl. The blood glucose value associated with the triggered suspended event was 150 mg/dl, which was outside of the acceptable range. The customer received a sensor updating and calibration not accepted. The customer stated the bent sensor. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-7040ma. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the change sensor, and the customer was advised to replace the sensor as the behavior has been occurring for longer than 3 hours. Troubleshooting was performed for the bent sensor, and the customer reported a slight bend, which is normal as the sensor is designed to be flexible. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma.